Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365db312855b0. Model: db-3128-55b. Serial: (B)(6). Batch: 5000650. UDI: (B)(4).

Event description:
It was reported that during the deep brain stimulation (dbs) revision procedure to replace the implantable pulse generator (ipg) for elective reasons there were high impedances discovered on multiple contacts. The physician assessed upon exploration that one of the lead extension tails had been cut through. The physician decided to replace both extensions wherein the high impedance measurements resolved. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and were not returned.